Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid to distal left anterior descending (lad) coronary artery. An ivus imaging catheter was unable to cross the lesion. A 2.0mm balloon catheter was also used, but was unable to fully dilate the lesion. Therefore, a 12x2.5mm quantum maverick monorail balloon catheter was advanced to the lesion. The balloon was inflated to 16 atms on the first inflation. However, the lesion did not fully dilate. The lesion was dilated with this balloon several times, but it ruptured at 20 atms. The procedure was successfully completed with a 12x2.75mm quantum maverick balloon catheter. No patient injuries or complications were reported. Patient status is listed as "good."